Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies to resolve the occlusion and insulin delivery was resumed. Customer could not recall if blood glucose was impacted. Reportedly, customer discussed using another type of infusion set.